Manufacturer narrative:
The cover piece of a spring arm is assembled by using two half-cover parts that are clipped together. The evaluation of the product revealed that the plastic cover broke at the clips that hold the two parts together. The root cause is from either forces used to disassemble the cover piece and/or impacts from neighboring devices may collide. The maintenance program requests to check for proper fixing of all the plastic covers for each spring arm and replacement when found damaged. Communications indicate that the surgical light has been isolated and it will not be used anymore by the customer. Additionally, the operating room was closed, which precludes repairs. The surgical light will likely be discarded. Distributor submits this report on behalf of the device manufacturing facility. Maquest s.a. Provides product failure investigation, analysis and resolution for the device described in this report.